Event description:
Procedure: lap chole. According to the reporter: in the thirty minutes of use, the tip of the device was disengaged. The piece could be retrieved and the surgeon used other device to continue the case. No additional bleeding, no tissue damaged, and operating room time was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4)